Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room after hearing an audible alert. Lead integrity alert (lia) had triggered due to high pacing impedance, with several non-sustained ventricular tachycardia (nsvt) episodes due to noise noted, along with lead fracture. The lead was explanted and replaced. During explant, the insulation proximal to the yoke was damaged. No patient complications have been reported as a result of this event.